Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe ongoing dysphagia and requested explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2018. -patient's post-operative dysphagia was treated with a course of steroids and ativan. -device explant due to severe ongoing dysphagia and patient request occurred without issue on (B)(6) 2018. -device was found in the correct position/geometry. -the patient is "tolerating regular diet without difficulty" as of (B)(6) 2018.

Manufacturer narrative:
(B)(4). Date sent: 07/22/219. Additional information received: esophageal biopsy, MRI, or report. Please see attachments.

Manufacturer narrative:
Pc-(B)(4). Date sent: 07/22/219. Additional information received: or reports, barium swallow. Please see attachments.

Manufacturer narrative:
(B)(4). Date sent: 09/11/2019. Medical review summary: on review of the records it appears that the patient had a 13 bead linx device with a concomitant diaphragmatic crural repair. The patient had acute swallowing difficulties postoperatively which required a device removal in the early postop period (2 weeks). The patient apparently had an esophageal motility study in 2016 which showed manometric evidence of an esophageal body dysmotility. Barium swallow studies done postoperatively were unremarkable with mild delay at the gej. There was no esophageal ph study and no recent manometry study performed before the linx implant. Linx implantation in a patient with manometric evidence of dysmotility has not been studied and would be consider inadvisable.

Manufacturer narrative:
(B)(4). Date sent: 3/22/2021. Additional information received: device was received and opened. The device was not discontinuous and was properly clasped. It was demonstrated that the device could be expanded repeatedly and did not become discontinuous. For this reason, it was agreed that imaging was not necessary as the device appears to function properly.